Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60, epi lead, implanted: (B)(6) 2012; 693565, lead, implanted: (B)(6) 2010; 4269, boston scientific lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient went to the emergency room after experiencing a rapid heart rate and not feeling well. The clinician indicated that t-wave oversensing (twos) was observed after each paced beat. Reprogramming was done, and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.